Manufacturer narrative:
(B)(4) other device used: catalog #00631005836, trilogy longevity crosslinked liner, lot #61057422. Catalog #00771101220, m/l taper femoral stem , lot #60993990. Catalog #00801803601, versys femoral head , lot #60991513 - manufactured by zimmer (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.